Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the test well images on the testing instrument on 01oct2014. An immucor field service engineer visited the customer site to assess the instrument in question on 03oct2014 and 04oct2014, where the 1000 ul syringe mounting screw was found to be broken off in the mounting stud. The syringe mounting stud , the 1000 ul syringe, the mounting screw and the probe assembly were then subsequently replaced by the immucor field service engineer.

Event description:
On (B)(6) 2014, a customer reported an unexpected negative antibody screen when testing a blood sample on a galileo echo on (B)(6) 2014.